Event description:
I have been using the dexcom g6 continuous glucose monitor for about a year. In april, I began to have a horrible rash at every insertion site. Turns out, dexcom changed their sensor adhesive without any announcement, and the adhesive is now causing rashes and chemical burns for myself and many others. Dexcom has yet to address this issue and when I reached out, I got no response from a human, only an auto-generated reply and a new sensor in the mail. Dexcom needs to change their adhesive formula either back to the old one, or a newer and less irritating one. FDA safety report ID# (B)(4).